Event description:
Per the clinic, the device was explanted on (B)(6) 2022. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 27, 2022.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on august 4, 2022.